Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one outflow graft with unknown lot number and one pump with unknown serial number were not returned for evaluation. Log files were not available for analysis; however, review of the available log file screenshot revealed a sustained decrease followed by an increase in power consumption and estimated flows. As a result, the reported low flow event was confirmed. The reported outflow graft compression could not be confirmed due to insufficient evidence. Of note, it was reported that computerized tomography (CT) imaging revealed outflow graft compression and a procedure was performed to remove material from around the graft, after which flow improved. Based on the available information, a possible cause of the observed low flow event may be attributed, but not limited, to constriction of the outflow graft due to material between the outflow graft and the foreign graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ pump; h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 22, 4310; investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in unknown. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: gore-tex mesh as cause for distal outflow graft obstruction in ventricular assist device patients. The journal of heart and lung transplantation, 2019; 38(4 supplement):s355. Doi: 10.1016/j.healun.2019.01.903. Additional products: heartware ventricular assist system ¿ pump, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the contribution of polytetrafluoroethylene (ptfe) membranes placed over outflow grafts (ofg) to late-onset distal ofg obstructions. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. One patient's post-operative course was complicated by the development of ofg obstruction, with the vad pump exhibiting low flows and persistent low flow alarms. The patient was hospitalized and computerized tomography (CT) imaging revealed critical narrowing at the distal ofg. Surgical exploration revealed a proteinaceous exudate under the ptfe membrane, which was responsible for extrinsic ofg compression. Once the exudate was drained, vad flows immediately improved. The vad remains in use. No further patient complications have been reported as a result of this event.